Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: the taperguard tube part number 18880 with lot number 19b0832jzx was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe, and it was observed inflation was difficult and deflation was hard, a visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube. A review of the device history record for lot 19b0832jzx found it was manufactured to meet all the blueprint specifications and quality requirements prior to its release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, air was injected into the cuff, but there was resistance and the air was difficult to flow in. There was no patient involvement.